Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was experiencing poor communication with the patient programmer. Caller said they tried to turn stimulation off last night but kept getting the poor communication screen. Caller said they called in recently and the patient programmer worked over the phone. The patient does not use an antenna. They called back when they had the product and they tried to troubleshoot but were still seeing it. They confirmed they changed the batteries out but that did not help. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event. Additional information was received from the patient reporting that they received a replacement patient programmer and they continue to have the same issues. They reported that their ins has moved a lot in the pocket site. An antenna will be sent out for them too try. It was recommended for the patient to have the pocket site looked at. They have their next appointment in the middle of (B)(6). Caller states they will just leave stimulation on for now. They state that they know the therapy works well because when they turn the stimulation off, they can immediately see a complete difference in their symptoms. The patient states she gets a buzz on her jaw when the therapy is off which the therapy helps when it's on. They further state that they received an empty envelope which they believed the patient programmer manual was mailed in. They think the envelope opened up. A new one was sent to them in an extra sturdy envelope.